Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty cable was confirmed. It is likely that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to a faulty cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable". Olympus will continue to monitor field performance for this device.

Event description:
A customer reported a black screen [no image] when using the 4k camera head during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem of no image was confirmed, caused by a crushed cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.